Event description:
Boston scientific received information in (B)(4) 2011 from a law firm representing the family of a deceased patient. A wrongful death claim was made, alleging that an implanted device failure caused the patient's death. The law firm's attorney was requesting arrangements to be made for device return and analysis. Subsequently, boston scientific received a formal complaint (state court filing) in mid-march 2013 alleging the associated implantable right atrial (ra) and right ventricular (rv) leads may have also contributed to the death of this patient. To date, the leads have not been received at boston scientific's return products department.

Event description:
Boston scientific received information that this device was received in (B)(4) 2013 at boston scientific's return products department. Note: the previously reported event description referencing a "right ventricular (rv)" lead has been changed to "left ventricular (lv)" lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A proximal segment (75mm from the terminal pin) was returned for laboratory testing. A mark was noted on the terminal pin from the device setscrew and a drag mark was identified on the terminal ring from the device spring connector. The lead segment was put through and passed electrical continuity testing. It was concluded through visual inspection that there was proper electrical connection on the terminal pin and terminal ring. Testing of the returned segment found that both conductive pathways were electrically continuous. A save-to-disk was performed and the stored data was reviewed by boston scientific's technical services. The last office interrogation date occurred in (B)(4) 2013. Last office interrogation refers to the last time the device was interrogated by a programmer and the date that data was saved to disk. The recorded measured data at the time of the implant for the ra, rv and lv were normal. The recorded shock impedance at that time was 35 ohms. The last automatic capacitor reformation occurred in (B)(4) 2013 and was associated with a charge time within normal limits (8.9 seconds). In summary, due to timing of the data storage to disk, there is no data from the time prior to the patient¿s death or from the day of death. There is no data in the device that indicates the device was checked after implant.